Event description:
The patient had an acute change in status. He arrived in our emergency department coding during ems [emergency medical services] transport. The patient was emergently placed on ECMO [extracorporeal membrane oxygenation] support. A check of his lvad [left ventricular assist device] revealed zero flow thought caused by a thrombus. Head CT revealed acute infarcts in the right putamen and right cerebellar hemisphere. The patients inr [international normalized ratio] was 2.3, therapeutic, upon admission. A heparin drip was started. He continues to be treated in the ICU.